Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user called and stated that he received this chair 2nd hand, and he was stating that one of the plastic pieces under the seat was broke.